Manufacturer narrative:
Failure analysis noted that the pump had a blank display due to bent battery tube spring and shorted to battery tube positive side. They found debris and contamination on the battery cap contact. The pump had broken belt clip slot, broken reservoir tube lip and scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported blank display. The incident was reported via phone call. Blood glucose at the time of incident was 123mg/dl. The customer stated that the battery exploded in the pump and the battery compartment was full of battery acid. He tried to clean it but was unsuccessful. He put in a new battery but the pump was still blank. The customer was using (B)(6) batteries. He stated that the battery compartment was corroded and the spring was damaged. Troubleshooting was not able to resolve the issue. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The device was returned for analysis.